Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r2rt, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient had an explant due to a fall during their vacation that "caused 100% impedance." The surgeon interrogated the battery and reported it was no longer working. The device was removed and later replaced. The issue was resolved (B)(6) 2015. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If new information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).